Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152419.

Event description:
It was reported that the implanted lead exhibited noise oversensing causing pacing inhibition and resulted in patient syncope. No interventions were performed. The patient's condition was unknown.